Event description:
It was reported that the asymptomatic patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. Subsequently, the device was reprogrammed and the issue was resolved. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.